Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 29 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of pre-eclampsia, gravida and stroke. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 252 days after essure insertion, she experienced swelling ("swelling"). An unknown time later she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("excessive bleeding"), back pain ("lumbar pain"), metal poisoning ("metallosis"), headache ("headache"), anxiety ("anxiety"), loss of libido ("lack of sexual appetite"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), abdominal distension ("abdominal distension"), dizziness ("dizziness"), vertigo ("vertigo"), abdominal discomfort ("hypogastric discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), intermenstrual bleeding ("menstrual alterations: intermenstrual bleeding"), adnexa uteri pain ("pain in the ovaries"), abdominal pain ("pain in the abdomen. Abdominal pain radiating intensely towards the back, colic-like pain") and dyspareunia ("dyspareunia") and was found to have leiomyoma ("myoma"). The patient was treated with diclofenac, nolotil [metamizole magnesium] and valium (diazepam) as well as surgery (bilateral salpingectomy and laparoscopic removal of essures). Essure was removed on (B)(6) 2022. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, adnexa uteri pain, alopecia, anxiety, back pain, dizziness, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, intermenstrual bleeding, leiomyoma, loss of libido, metal poisoning, migraine, pelvic pain, swelling and vertigo to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] on (B)(6) 2016: normally-inserted essure and a small myoma. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") and syncope ("mild vagal picture during hysteroscopy - essure placement") in a 28 year-old female patient who had essure inserted (lot no. D35374). Additional non-serious events are detailed below. The patient had a medical history of migrainous infarction in 2010 and abortion (two abortions), parity 1, stiffness, pre-eclampsia, multi gravida and stroke. Previously administered products included: copper iud, adiro, zonegran and almogran. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the day of essure insertion, she experienced syncope (seriousness criterion medically important). On (B)(6) 2016 she experienced swelling ("swelling"). Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("excessive bleeding"), back pain ("lumbar pain"), metal poisoning ("metallosis"), headache ("headache"), anxiety ("anxiety"), loss of libido ("lack of sexual appetite"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), abdominal distension ("abdominal distension"), dizziness ("dizziness"), vertigo ("vertigo"), abdominal discomfort ("hypogastric discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), intermenstrual bleeding ("menstrual alterations: intermenstrual bleeding"), adnexa uteri pain ("pain in the ovaries"), abdominal pain ("pain in the abdomen. Abdominal pain radiating intensely towards the back, colic-like pain") and dyspareunia ("dyspareunia") and was found to have leiomyoma ("myoma"). The patient was treated with diclofenac, nolotil [metamizole magnesium] and valium (diazepam) as well as surgery (bilateral salpingectomy and laparoscopic removal of essures). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, adnexa uteri pain, alopecia, anxiety, back pain, dizziness, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, intermenstrual bleeding, leiomyoma, loss of libido, metal poisoning, migraine, pelvic pain, swelling, syncope and vertigo to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysteroscopy] on (B)(6) 2016: indication: tubal occlusion through hysteroscopy technique contínuos flow (bettochi) findings: tubal orifices normal, endocervical canal normal, uterine cavity copper iud already inserted. Essure device is inserted and copper iud removed, endometrium normal. Procedures bilateral tubal oclusion with essure incidenes: mild vagal pictute diagnoses and recommendations hysteroscopy diagnosis: contracption treatment recommendations hysterosonography requested in 4-5 months [ultrasound scan] on (B)(6) 2016: normally-inserted essure and a small myoma. Batch no d35374, production date 2014-12-02, expiration date 2017-12-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 20-may-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") and syncope ("mild vagal picture during hysteroscopy - essure placement") in a 28 year-old female patient who had essure inserted (lot no. D35374). Additional non-serious events are detailed below. The patient had a medical history of migrainous infarction in 2010 and menses painful, abortion spontaneous, migraine, brain infarction, abortion (two abortions), parity 1, stiffness, pre-eclampsia, multi gravida and stroke. Previously administered products included: copper iud, adiro, zonegran and almogran. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the day of essure insertion, she experienced syncope (seriousness criterion medically important). On (B)(6) 2016 she experienced swelling ("swelling"). Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("excessive bleeding"), back pain ("lumbar pain"), metal poisoning ("metallosis"), headache ("headache"), anxiety ("anxiety"), loss of libido ("lack of sexual appetite"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), abdominal distension ("abdominal distension"), dizziness ("dizziness"), vertigo ("vertigo"), abdominal discomfort ("hypogastric discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding/ menstrual disorder"), intermenstrual bleeding ("menstrual alterations: intermenstrual bleeding"), adnexa uteri pain ("pain in the ovaries"), abdominal pain ("pain in the abdomen. Abdominal pain radiating intensely towards the back, colic-like pain"), dyspareunia ("dyspareunia") and abdominal pain lower ("hypogaststric pain") and was found to have leiomyoma ("myoma"). The patient was treated with diclofenac, nolotil [metamizole magnesium] and valium (diazepam) as well as surgery (bilateral salpingectomy and laparoscopic removal of essures). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, alopecia, anxiety, back pain, dizziness, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, intermenstrual bleeding, leiomyoma, loss of libido, metal poisoning, migraine, pelvic pain, swelling, syncope and vertigo to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2016: it was possible to verify that the procedure was correct because neither tube was patent. [Hysteroscopy] on (B)(6) 2016: indication: tubal occlusion through hysteroscopy technique contínuos flow (bettochi). Findings: tubal orifices normal, endocervical canal normal, uterine cavity copper iud already inserted. Essure device is inserted and copper iud removed, endometrium normal. Procedures bilateral tubal oclusion with essure incidenes: mild vagal pictute. Diagnoses and recommendations hysteroscopy diagnosis: contracption treatment recommendations hysterosonography requested in 4-5 months [pathology test] (date unknown): essure carrier, bilateral salpingectomy, tubal segments without any relevant alterations [ultrasound scan] on (B)(6) 2016: normally-inserted essure and a small myoma.; on (B)(6) 2021: did not reveal the existence of any pathology, and the correct position of the essure devices was confirmed again. Batch no d35374. Production date 2014-12-02. Expiration date 2017-12-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 05-dec-2023: new event abdominal pain lower added. Lab data & medical history updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 29 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of pre-eclampsia, gravida and stroke. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 252 days after essure insertion, she experienced swelling ("swelling"). An unknown time later she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("excessive bleeding"), back pain ("lumbar pain"), metal poisoning ("metallosis"), headache ("headache"), anxiety ("anxiety"), loss of libido ("lack of sexual appetite"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), abdominal distension ("abdominal distension"), dizziness ("dizziness"), vertigo ("vertigo"), abdominal discomfort ("hypogastric discomfort"), heavy menstrual bleeding ("menstrual alterations: heavy menstrual bleeding"), intermenstrual bleeding ("menstrual alterations: intermenstrual bleeding"), adnexa uteri pain ("pain in the ovaries"), abdominal pain ("pain in the abdomen. Abdominal pain radiating intensely towards the back, colic-like pain") and dyspareunia ("dyspareunia") and was found to have leiomyoma ("myoma"). The patient was treated with diclofenac, nolotil [metamizole magnesium] and valium (diazepam) as well as bilateral salpingectomy and laparoscopic removal of essures on (B)(6) 2022. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, adnexa uteri pain, alopecia, anxiety, back pain, dizziness, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, intermenstrual bleeding, leiomyoma, loss of libido, metal poisoning, migraine, pelvic pain, swelling and vertigo to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] on (B)(6) 2016: normally-inserted essure and a small myoma. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") and syncope ("mild vagal picture during hysteroscopy - essure placement") in a 28 year-old female patient who had essure inserted (lot no. D35374). Additional non-serious events are detailed below. The patient had a medical history of migrainous infarction in 2010 and abortion (two abortions), parity 1, stiffness, pre-eclampsia, multi gravida and stroke. Previously administered products included: copper iud, adiro, zonegran and almogran. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the day of essure insertion, she experienced syncope (seriousness criterion medically important). On (B)(6) 2016 she experienced swelling ("swelling"). Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("excessive bleeding"), back pain ("lumbar pain"), metal poisoning ("metallosis"), headache ("headache"), anxiety ("anxiety"), loss of libido ("lack of sexual appetite"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), abdominal distension ("abdominal distension"), dizziness ("dizziness"), vertigo ("vertigo"), abdominal discomfort ("hypogastric discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), intermenstrual bleeding ("menstrual alterations: intermenstrual bleeding"), adnexa uteri pain ("pain in the ovaries"), abdominal pain ("pain in the abdomen. Abdominal pain radiating intensely towards the back, colic-like pain") and dyspareunia ("dyspareunia") and was found to have leiomyoma ("myoma"). The patient was treated with diclofenac, nolotil [metamizole magnesium] and valium (diazepam) as well as surgery (bilateral salpingectomy and laparoscopic removal of essures). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, adnexa uteri pain, alopecia, anxiety, back pain, dizziness, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, intermenstrual bleeding, leiomyoma, loss of libido, metal poisoning, migraine, pelvic pain, swelling, syncope and vertigo to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysteroscopy] on (B)(6) 2016: indication: tubal occlusion through hysteroscopy technique contínuos flow (bettochi) findings: tubal orifices normal, endocervical canal normal, uterine cavity copper iud already inserted. Essure device is inserted and copper iud removed, endometrium normal. Procedures bilateral tubal oclusion with essure incidenes: mild vagal pictute diagnoses and recommendations hysteroscopy diagnosis: contracption treatment recommendations hysterosonography requested in 4-5 months [ultrasound scan] on (B)(6) 2016: normally-inserted essure and a small myoma. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: other health professional's reporter, medical history, historical drug, lab data, essure batch number, new event syncope vasovagal. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female] mild vagal picture during hysteroscopy - essure placement [syncope vasovagal] swelling [swelling nos] excessive bleeding [genital bleeding] lumbar pain [lumbar pain] metallosis [metal poisoning] headache [headache] anxiety [anxiety] lack of sexual appetite [loss of libido] fatigue [fatigue] hair loss [hair loss] myoma [myoma] migraines [migraine] abdominal distension [abdominal distension] dizziness [dizziness] vertigo [vertigo] hypogastric discomfort [lower abdominal discomfort] heavy menstrual bleeding/ menstrual disorder [heavy menstrual bleeding] menstrual alterations: intermenstrual bleeding/ breakthrough bleeding [intermenstrual bleeding] pain in the ovaries [pain ovarian] pain in the abdomen. Abdominal pain radiating intensely towards the back, colic-like pain [pain abdominal] dyspareunia [dyspareunia] hypogaststric pain / cramp-type pain with very intense pangs [hypogastric pain] exhaustion [exhaustion] pain in her scar [scar pain]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and syncope ("mild vagal picture during hysteroscopy - essure placement") in a 28-year-old female patient who had essure inserted (lot no. D35374). Additional non-serious events are detailed below. The patient had a medical history of migrainous infarction in 2010 and menses painful, abortion spontaneous, migraine, brain infarction, abortion (two abortions), parity 1, stiffness, pre-eclampsia, multi gravida and stroke. Previously administered products included: copper iud, adiro, zonegran and almogran. On (B)(6)2016, the patient had essure inserted. On (B)(6)2016, the day of essure insertion, she experienced syncope (seriousness criterion medically important). On (B)(6)2016 she experienced swelling ("swelling"). On unknown date she experienced pelvic pain (seriousness criteria hospitalisation and intervention required), genital haemorrhage ("excessive bleeding"), back pain ("lumbar pain"), metal poisoning ("metallosis"), headache ("headache"), anxiety ("anxiety"), loss of libido ("lack of sexual appetite"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), abdominal distension ("abdominal distension"), dizziness ("dizziness"), vertigo ("vertigo"), abdominal discomfort ("hypogastric discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding/ menstrual disorder"), intermenstrual bleeding ("menstrual alterations: intermenstrual bleeding/ breakthrough bleeding"), adnexa uteri pain ("pain in the ovaries"), abdominal pain ("pain in the abdomen. Abdominal pain radiating intensely towards the back, colic-like pain"), dyspareunia ("dyspareunia"), abdominal pain lower ("hypogaststric pain / cramp-type pain with very intense pangs"), exhaustion ("exhaustion") and scar pain ("pain in her scar") and was found to have leiomyoma ("myoma"). The patient was treated with diclofenac, nolotil [metamizole magnesium], valium (diazepam) and lidocaine (lidocaine hydrochloride) as well as surgery (bilateral salpingectomy and laparoscopic removal of essures). Essure was removed on (B)(6)2022. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, alopecia, anxiety, back pain, dizziness, dyspareunia, fatigue, exhaustion, genital haemorrhage, headache, heavy menstrual bleeding, intermenstrual bleeding, leiomyoma, loss of libido, metal poisoning, migraine, pelvic pain, scar pain, swelling, syncope and vertigo to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] on (B)(6)2018: l examination was performed with normal findings. [Hysterosalpingogram] on (B)(6)2016: it was possible to verify that the procedure was correct because neither tube was patent. [Hysteroscopy] on (B)(6)2016: indication: tubal occlusion through hysteroscopy technique contínuos flow (bettochi) findings: tubal orifices normal, endocervical canal normal, uterine cavity copper iud already inserted. Essure device is inserted and copper iud removed, endometrium normal. Procedures bilateral tubal occlusion with essure incidences: mild vagal picture diagnoses and recommendations hysteroscopy diagnosis: contraption treatment recommendations hysterosonography requested in 4-5 months [pathology test] (date unknown): essure carrier, bilateral salpingectomy, tubal segments without any relevant alterations [ultrasound scan] on (B)(6)2016: normally inserted essure and a small myoma.; on (B)(6)2021: did not reveal the existence of any pathology, and the correct position of the essure devices was confirmed again. [Ultrasound scan vagina] on (B)(6)2019: with no gynaecological pathology being found. Batch no d35374 production date 2014-12-02 expiration date 2017-12-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6)2025: legal claim received. New events scar pain & exhaustion were added. New reporter added. Annex e codes are updated for related events. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.